Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 46 mg/dl at time of incident and the sensor blood glucose level was 123 mg/dl. Customer reported low blood glucose due to sensor glucose and blood glucose event. Customer was assisted with troubleshooting. The customer was treated with food for low blood glucose. Customer reported inaccurate sensor readings that not triggered a threshold suspend. The device will not be returned for analysis.